Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the 63b electrodes caused a skin irritation. The patient only wore them for an hour. The skin was red and itchy and developed blisters. The patient stated that her doctor wants her to discontinue use of stimulator. No replacement product has been sent to the patient. No product to return.

Event description:
It was reported by the patient that the 63b electrodes caused a skin irritation. The patient only wore them for an hour. The skin was red and itchy and developed blisters. The patient stated that her doctor wants her to discontinue use of stimulator. No replacement product has been sent to the patient. No product to return. No additional patient consequences have been reported. 63b electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.